Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. It was reported that the metal piece on the battery cap came off. Troubleshooting was performed, and it was found that the battery cap was damaged. No harm requiring medical intervention was reported. A replacement battery cap will be provided to the customer. The insulin pump will not be returned for analysis.